Event description:
It was reported the customer was hospitalized for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 22 mg/dl. Customer stated they were not in a vehicular accident. The customer also reported experiencing a seizure before their hospitalization. Customer stated the perceived cause of their low blood glucose was that they were unaware that their insulin pump delivered insulin 24 hours a day. The customer stated they would call back if they needed to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.